Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside to the device and passed. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarms. The customer's blood glucose level was 198mg/dl. Troubleshoot was conducted and motor position encoder error alarm was noted. The customer was advised the pump would be replaced and returned for analysis.